Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 3.1; date: (B) (6) 2010, inratio: 1.4, lab: 1.9; date: (B) (6) 2010, inratio: 0.9.

Manufacturer narrative:
Investigation pending.